Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after applying the device, it was noticed that the tissue was not completely cut. A new instrument was used to complete the procedure. No bleeding and no tissue damage were reported.